Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the compromised image was due to a break in the image sensor, due to damage on charged cabled device unit, the image noise occurs, and the image cannot be seen. Also, due to a scratch on electrical contact of video plug section, image noise occurs and an image cannot be displayed. The additional findings during evaluation are as follows: (a.) Due to a scratch on electrical contact of video plug section, image noise occurs and an image cannot be displayed, (b.) The bending section cover had a scratch, (c.) Adhesive on the bending section cover had a chip, (d.) The video connector had a scratch, and a crack, (e.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (f.) The switch button 1 had a scratch, (g.) The grip had a scratch, (h.) The light guide cover glass has a scratch, (I.) The light guide connector has a scratch, (j.) The protector of the video cable section has a scratch, (k.) The video connector case has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including a chip and capacitor, mounted on the electric circuit board had a defect. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "<inspection of the endoscopic image> confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope experienced an blurry image. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. Subsequently, the device was returned and evaluated. It was discovered the image could not be displayed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.